Manufacturer narrative:
This device was evaluated and repaired through the service repair process. This file was deemed reportable based on the findings of corroded iui connectors. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 02may2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed for no apparent reason. System error. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed for no apparent reason. System error. There was no patient involvement.